Manufacturer narrative:
The calibration was last performed on 20-aug-2024 and it was within expectations. The reagent pack was not calibrated on the day of the event. The provided instrument-related data from 13-jul-2023 was within expectations. The issue was resolved by using another rack pack of the same lot. A general reagent problem can be excluded because another reagent kit of the same lot performed according to expectations at this customer¿s site. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol g3 (estradiol iii) assay on a cobas e411 immunoassay analyzer (disk system). Initial result: 3000 pg/ml. The initial result did not match the patient's clinical history. The customer performed dilution and repeated the sample and the 1st repeat result was the same as the initial result. The customer then changed the reagent pack with the same reagent lot and repeated the original sample. The 2nd repeat result was 139.7 pg/ml. The repeat result of 139.7 pg/ml was deemed to be correct. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). Qc was within the expected range on the day of the event. The investigation is ongoing.